Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address elevated metal ion levels. Update rec'd 5/11/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no new additional information that would affect the existing MDR decision. Update 9/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions, adverse tissue reaction, corrosion on the taper, and the liner was unable to be removed from the cup. The cup was removed. Lab levels confirmed the high metal ions. The cup is being added to the complaint. The complaint was updated on:9/28/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Xrays and medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information made available. Corrective action not indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.